Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2483 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was placed with a PICC catheter on (B)(6) 2022 and underwent chemotherapy. During the pulse flushing process at 8:40 on (B)(6) 2022, a little exudate was found in the extension tube, and the dressing was changed immediately. Trim the catheter and follow the doctor's instructions to position the catheter tip to indicate that it can continue to be used.